Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered shock therapy while the patient was playing football and sprinting. Per the health care professional (hcp), frequent dependent bundle branch block in addition to t-wave oversensing were suspected. Technical services (ts) was consulted and noted possible slow ventricular tachycardia (vt) given the observed inverted heart axis, similar to atrial flutter. Ts also noted that aberrancy cannot be ruled out given the patient was asymptomatic prior to the shock. In-clinic testing was recommended. Besides the shock, no other adverse patient effects were reported. This device remains in service. To date, no additional information has been received. Should pertinent follow-up information be provided in the future, an updated report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered shock therapy while the patient was playing football and sprinting. Per the health care professional (hcp), frequent dependent bundle branch block in addition to t-wave oversensing were suspected. Technical services (ts) was consulted and noted possible slow ventricular tachycardia (vt) given the observed inverted heart axis, similar to atrial flutter. Ts also noted that aberrancy cannot be ruled out given the patient was asymptomatic prior to the shock. In-clinic testing was recommended. Besides the shock, no other adverse patient effects were reported. This device remains in service.